Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. The device was returned for investigation. The evaluation is not yet complete. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had infection of the percutaneous lead (driveline) and pump pocket. Pseudomonas aeruginosa was found. Treatment included antibiotics, debridement, and vac dressing. The surgeons decided to explant the pump on (B)(6) 2017 to control the infection. The patient was implanted with a different manufacturer's device. No further information was provided.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead severed adjacent to the pump housing. Approximately 0.5 inches of bend relief material was returned, and remainder of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port; however, the flex section was severed in half. The sealed outflow graft and outlet elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and sealed outflow graft bend relief collar were returned unattached from the device. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces did not reveal an issue that would have contributed to the report of pump pocket infection. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The evaluation did not confirm an issue that would have contributed to the report of pump pocket infection. A direct correlation between the device and the reported events could not conclusively be established through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.